Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause was unknown. The customer's blood glucose level was 269 mg/dl. Reportedly, the customer corrected the time and date to address the issue.